Manufacturer narrative:
Eval result: drive motor assembly.

Event description:
It was reported by service report that the zoom lights will flicker when driving forward or in reverse, after several seconds flashing it will turn amber and stop with limited speed. No pt involvement or adverse consequences are reported.